Event description:
Consumer reports comparing their meter with another meter (competitive) and getting very different results. Then tested with their plink meter and got erratic results. Analysis run on clark error grid using mean average reading (139) as ref. Point vs. Bd readings (84, 160, 268, 43) yielded data points in the c range of the grid, outside of acceptable limits.